Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent an alif at l5-s1 using interbody cage. At the end of the procedure the coverplate was difficult to be placed. It is believed that the cover plate was not placed properly and it was decided to remove the coverplate. The coverplate was not implanted on the implant cage. No patient complications were reported.